Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event on the same day as onset. The cause of the peritonitis was unknown. One day after event onset, the patient was treated with vancomycin (1 gm intraperitoneally, once in 5 day) and fortum (1 gm intraperitoneally, once a day). At the time of this report, the patient was still hospitalized, treatment and pd therapy were ongoing. The patient had not recovered from the event. Action taken with dianeal therapy was ongoing. No additional information is available.